Event description:
A caller reported an error with their continuous glucose monitor (cgm), labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and assisted the caller through the process. After the reset, the error did not reappear, and the caller successfully started their sensor session.